Event description:
A pt reported blood glucose results of 191 mg/dl with a lifescan meter and 143 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Test strips were replaced.